Manufacturer narrative:
The subject device was returned to the olympus service center. The service evaluation confirmed the customer¿s reported problem, found one of the gold-colored video connector contact pins is bent attributing to a static image (not distinguishable). The cause of the bent contact pin is unknown. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer visera elite ii video system center has an image malfunction, ¿when the paddle is plugged in, it starts getting all this noise and this weird image comes up and no image from the camera¿. The customer reported problem was found during preparation for use. No death, injury or harm, was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to bent pins on the video connector. Olympus will continue to monitor field performance for this device.